Manufacturer narrative:
UDI number: (B)(4).

Event description:
During the implant procedure, the device lost rf telemetry communication and displayed inconsistent readings. There was also difficulty connecting the left ventricular lead to the left ventricular port on the device header. The device was replaced and the patient was stable.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the device revealed no anomalies in the connector bore and lead insertion force for all connectors was measured and found to be within specification. The connector bores were measured and found to be within specification. The device image indicated heavy rf usage which likely caused the device to trigger temporary rf lockout which is normal behavior. Rf functionality was normal during analysis and was enabled and disabled at will. The device showed normal characteristics when interrogated with and without load and passed temperature cycle and vibration cycle with no anomalies. Based on this information, the reported loss of telemetry and lead insertion difficulty could not be confirmed.